Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at 13:30 on (B)(6), 2021, the doctor performed the hemodialysis deep vein catheterization on the patient under aseptic conditions. The intubation process went smoothly. At 13:52, hemodialysis was performed on the patient and oozing blood leakage was found at the exit site - silicone extension tube near the end of the red arterial port. It was said that a crack/rupture was found on the product where the leak was observed. Nothing unusual was observed on the device prior to dialysis. There was no damage noted to the device's external packaging and box. The catheter was not repaired. No cleaning agent was used on the device. Tego was not utilized. There was no luer adapter issue. The catheter that came with the kit was the one used. Flushing was performed with normal result. No other products were being utilized with the device. There was a blood loss of 10ml but no blood transfusion was required. The patient had no medical intervention/treatment due to the event. It was said that the reason why the catheter was just a part was because, when the catheter was pulled out, it was almost broken so they pulled it directly. To resolve the issue, the doctor immediately performed the hemodialysis deep venous catheter replacement on the patient under aseptic conditions on that same day and the treatment was continued and completed. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, hemodialysis was performed on the patient and oozing blood leakage was found at the exit site - silicone extension tube near the end of the red arterial port. It was said that a crack was found on the product where the leak was observed. Nothing unusual was observed on the device prior to dialysis. The catheter was not repaired. No cleaning agent was used on the device. Tego was not utilized. There was no luer adapter issue. No other products were being utilized with the device. There was a blood loss of 10ml but no blood transfusion was required. The patient had no medical intervention/treatment due to the event. It was said that the reason why the catheter was just a part was because, when the catheter was pulled out, it was almost broken so they pulled it directly. The catheter was replaced on the same day to resolve the issue and the treatment was continued and completed after. There was no reported patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The image showed a syringe attached to the red luer adapter. The extension tube and clamp were still attached to the adapter however no other components were in the image. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.